Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant procedure, the right atrial lead was dislodged after being placed successfully. Upon attempted reposition, the stylet could not be inserted into the lead due to what physician believed was a blood clot in the lead. The lead was removed and a replacement lead was not placed due to difficult access. The patient was stable throughout the procedure.